Manufacturer narrative:
The tech found a screw missing on the trend cylinder and the limit switches were bent. He replaced the screw and switches to repair the bed.

Event description:
Info received indicates, the bed will not go into trendelenburg.